Event description:
Upon arrival the catheter was out of his urethra laying on his chucks pad. Nurse asked if he had pulled it, but he denied. He stated he had to pee and pushed. Upon further inspection the top part of the catheter and balloon were not intact. Traumatic foley rupture with a retained tip of foley in the bladder, question of manufacturer defect.